Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken catheter occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, ballooning was performed after passing the wire through the target lesion. A synergy¿ was advanced but was unable to cross the lesion. The guidezilla¿ was then used and advanced toward the target lesion and the stent was then deployed successfully. However, when the guidezilla¿ was withdrawn, it was noted that it became detached in the tube part. The device was removed from the patient's body by simply pulling out the whole guidezilla¿. Procedure was completed using this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces and part of an unidentified shaft, with the guidezilla distal shaft inside the unidentified shaft. The guidezilla distal shaft was extracted from the unidentified sheath during the lab analysis. There was blood and contrast inside and outside of the device. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation at the collar, the proximal end of the distal shaft and the distal shaft tip were flattened. The maximum outer diameter (od) of the undamaged guidezilla distal shaft measured were within guidezilla specifications. However, the maximum outer diameter of the damaged shaft exceeded the guidezilla specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a broken catheter occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, ballooning was performed after passing the wire through the target lesion. A synergy was advanced but was unable to cross the lesion. The guidezilla was then used and advanced toward the target lesion and the stent was then deployed successfully. However, when the guidezilla was withdrawn, it was noted that it became detached in the tube part. The device was removed from the patient's body by simply pulling out the whole guidezilla. Procedure was completed using this device. No patient complications were reported and patient's status was stable.